Event description:
It was reported that following a diagnostic coronary angiogram, an angio-seal was selected for use. A groin shot found no anomalies. The patient experienced bleeding and manual compression was applied. The patient developed symptoms of intermittent claudication and a percutaneous coronary intervention procedure (pci) was performed. An arteriogram demonstrated focal filling defect at the popliteal artery into the anterior tibia and tibioperoneal trunk. Surgery was performed, the device was removed, and a vein patch was used to repair the vessel. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.